Event description:
Dialysis pt received a recall letter for liberty cycler because of overfilling. Had overfilling one time with the nurse and 5 times without the nurse. Felt full but denied other symptoms. Received the cycler in (B)(6) 2011.